Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. There was no baseline pericardial effusion (pe) present. It was noted that the physician lost transseptal access resulting in two transseptal punctures. When the watchman® access system (was) was positioned and the 27 mm watchman ® laa closure device & delivery system (wds) was advanced, a very trivial pe was observed. The pe was so small, it was not measurable. The pe was noticed prior to the wds exiting the tip of the was. As there was no change in the patient¿s vital signs, they opted to proceed. The closure device was deployed and released in the laa. There was no change in the pe post implant, therefore no intervention was deemed necessary. The patient was extubated and left the lab in the same stable condition.